Event description:
It was reported one day post implant, there was increase in impedance and threshold on the right ventricular lead. Consequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the lead was returned and analyzed. Primary anlaysis finding: no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.